Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).

Event description:
A customer reported that there was not enough infusion through the cannula: therefore, not enough balanced salt solution (bss) was in the patient's eye during a vitrectomy procedure. The product was replaced and the procedure was completed with no harm to the pt.